Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed bicarbonate buffer testing. The sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report multiple sensor issues on the insulin pump. Customer is sick and on steroids and her sugars have been high. Customer's blood glucose reading was 412 mg/dl. Nothing further reported.